Event description:
This lead was explanted due to inappropriate shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 45 cm proximal to the lead tip. Only the distal fragment was received for analysis. The distal fragment including the yoke and the connectors was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The visual inspection of the lead fragment demonstrated a damaged insulation approx. 31 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, deformations of both shock coils were observed which resulted most likely from tensile forces applied during the explantation procedure. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.